Event description:
Product is used in root canals. After having this device inserted during root canal procedure, client continued to have problems. Client eventually had to have the tooth removed. There is also another person that this atty is aware of who had similar problems. No one is sure what this device does. Endodontists don't use it. Atty would like to know if this device is approved by the FDA and the status of this device since there are some lawsuits filed against this firm pertaining to this device. No other dental product of this type contains a metal rod.